Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The shaft was microscopically examined. The device showed 2 fractures on the nickel shaft. The 1st fracture was at 1.5mm from the hub. The 2nd fracture was located 35.5cm from the hub. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion was unable to be determined. (B)(4)

Event description:
Reportable based on device analysis completed on 16-dec-2017. It was reported that a microcatheter was defective. A direxion was selected for use and was noted to be defective. No patient complications were reported. However, device analysis revealed a nickel shaft fracture 35.5cm from the hub.